Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the haptic of an aq2015a silicone aspheric three piece lens broke when the tech attempted to load the lens into the cartridge. There was patient contact but no injury.